Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing set was under infusing. The following information was received by the initial reporter with the following verbatim: xxx, rn, clinician that started the event infusion and then gave hand off to the oncoming clinician for the next shift. The infusion was a new IV bag of blincyto with a new IV tubing with an add on filter. This was a dual sign off medication, and another nurse confirmed the programming. The infusion was stared at 1830 and xx stated she waited to make sure it was dripping; this took a long time due to the low rate. The infusion was attached to a y-site that was connected to the patients vascular access that had the primary driver normal saline infusion that was programmed at 5ml/hour that was attached to the other y-site port. She stated that the drip chamber was half full and no issues were noted after starting the infusion. The patients¿ IV access was a port. The infusion was initiated before the change of shift. During handoff to the oncoming nurse, the infusion was infusing with no issues. Unsure of how the IV set was loaded at setup and did not remember the rate or volume to be infused that was programmed.stated that the patient had been having clinical changes and the nurse, charge nurse and team were in the room and during that time and the empty bag was noted. Neurological changes noted. Prior reaction patient had was a drop in blood pressure. Post event, patient transferred to the ICU and the IV devices were put in the charge nurse¿s office. The infusion was programmed through interoperability. Pharmacist xxx provided the event IV bag, and the total volume of the bag is 390ml. Post rounding video conference call with xxx stated, this patient was a teenager and due to the reported event, the patient was transferred to the ICU, which is considered a sentinel event. The next day the event devices were tested at 5ml/hour to test for rate accuracy.

Manufacturer narrative:
4 photos were received with the customer's complaint of flow issues. The photos did not show the device in question and without further information like the affected sample for investigation the complaint cannot be verified and the root cause remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.